Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with central vein stenosis. Two 14-4/5.8/75 xxl vascular balloon catheters were used in the procedure. However, both balloons ruptured during inflation at 6 atmospheres. The balloon catheters were removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with central vein stenosis. Two 14-4/5.8/75 xxl vascular balloon catheters were used in the procedure. However, both balloons ruptured during inflation at 6 atmospheres. The balloon catheters were removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was occluded and was located in the non-calcified and non-tortuous superior vena cava (svc) and innominate vein.